Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer had air bubbles in reservoir . The customer's blood glucose level was 247 mg/dl. The customer stated that they had air bubbles in reservoir during filling process and the approximate size of air bubbles was bigger than soda pop bubble. The customer advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles and the air bubbles were not removed successfully. The customer advised to change set. The reservoir will be returned for analysis.